Manufacturer narrative:
(B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The customer reported normal saline leaked from the IV set at the burette/drip chamber engagement. The IV set was replaced and the infusion restated without incident. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event details were provided.